Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device by physio-control, it was observed that the device would lock up during the boot up process. There was no report of any patient use associated with the reported issue.